Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that BD alaris extension set was broke The following information was received by the initial reporter with the following VerbatimIt was reported by the customer that five tubing sets impacted: Four would not prime appropriately, consistent with the issues previously reported. One tubing set completely malfunctioned. A B-Safe event was entered last night after a NICU patient did not receive medication because the tubing cracked, leaked the medication, and failed during use.